Manufacturer narrative:
It was reported that the device is "no longer producing the medication". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"No longer producing the medication".

Manufacturer narrative:
Updated h6.